Manufacturer narrative:
H3 - device evaluated by manufacturer? Changed from blank to yes.

Manufacturer narrative:
The initial inspection of the received device found the exposed soft cannula to be kinked. The distal tip of soft cannula was also pinched. It could not be determined when this damage to soft cannula occurred. The pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. Hyperglycemia treated by applying a new pod and bolus.